Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that during the attempt to cross to the lesion in the heavily calcified mid left anterior descending artery (lad), the vision stent dislodged. The dislodged stent was retrieved using a snare device. An unspecified stent was implanted in the lesion to complete the procedure. No adverse patient sequela was reported. No additional information was provided.